Manufacturer narrative:
Updated block: h9. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the batteries to last for only 15 minutes which does not meet the minimum requirements of 52 minutes battery backup power. Per data log analysis, on (B)(6) 2019 the system is shut down with no indication of a problem. The next power up is on (B)(6) 2019 and the user is notified battery life exceeded as reported. The 2 year battery life date was likelyon (B)(6) 2017 which is the date stored on a new 3.0.4 hard drive. This may be a new system installed after (B)(6) 2017. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced both batteries. The operated to manufacturer's specifications. The batteries were returned to manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit displayed a 'two year battery service' message. There was no patient involvement.